Event description:
The patient was wearing the pod on the arm for an unknown duration when the pod began emitting an odor and leaking insulin during wear. The patient later experienced a hypoglycemic event with two recorded blood glucose levels of 2.3 mmol/l (41 mg/dl) and 2.9 mmol/l (52 mg/dl). According to the reporter, the patient did not wake up, and the spouse found the patient unresponsive. Emergency medical care was sought on (B)(6) 2026, and the patient was transported to the hospital, where the patient was hospitalized for two days primarily for observation. At the hospital, the cannula was confirmed to have inserted into the skin. The pod was removed and discarded, leaving no device available for return or evaluation. The patient reported receiving a glucagon injection and fresh orange juice as treatment for hypoglycemia. The diagnosis provided was hypoglycemia, and the patient was discharged on (B)(6) 2026. Following discharge, the patient reported being able to resume pod therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.